Event description:
Reported event described as: it was reported that during an endoscopic operation the safety pin of the shaft detached and fell into the pt's belly. However; the safety pin was removed successfully. No pt injury reported. Pt current condition reported, as fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.